Event description:
Indication for lead removal: infected ICD lead (model 6947) that had been implanted for 7 years. Procedure: the lead removal was a left sided removal, using a 16 fr sls using the outer sheath. The catheter was advancing down the lead, through heavy scar tissue. At the atrial junction the bp dropped and an echocardiogram showed a cardiac effusion. The pt was prepped and taken to surgery. In surgery, a tear in the svc was found, which was the cause of the bp drop. Surgically, the tear could not be repaired and the pt died due to blood loss. Fluoro and atrial monitoring were used throughout the procedure. An autopsy was not performed. There is no allegation of device malfunction. The physician stated that the event was most likely due to the nature of the procedure, involving a heavily scarred lead and very ill pt. This report was delayed while obtaining details of the case.